Event description:
Customer reported he experienced high blood glucose over 400 mg/dl. Customer stated that this was due to stress from working with his family. No emergency medical assistance was needed and the insulin pump did not malfunction. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.